Event description:
Related manufacturer reference number: 2017865-2021-32570. It was reported that the patient presented to the clinic on (B)(6) 2021 for a follow-up. Upon examination of leads, it was noted that there was high pacing lead impedance, conductor fracture and noise alerts on the right atrial (ra) lead. It was further noted that the right ventricular (rv) lead had high pacing lead impedance, conductor fracture, noise alerts. Also, the rv lead did not have capture threshold. The clinician suggested that these issues may have been caused due to a fall which occurred on (B)(6) 2021. Patient experienced bradycardic symptoms as well. The physician brought the patient in for lead revision procedure. The ra and rv leads were capped and replaced on (B)(6) 2021. The patient was in stable condition before, during and after procedure.